Event description:
It was reported that the arctic sun device had a low flow rate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter phone number that is available is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a low flow rate. Per follow up information received via mail on 04nov2024, they repaired the device on the customer site. The problem was low flow rate issue and cooling malfunction. They replaced circulation pump and mixing pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation of the unit, it was confirmed that the flow rate was low. It was 0.8-1.2l/min. Circulation pump was replaced. A cooling malfunction was found during evaluation. Mixing pump was replaced. The evaluation found no other issues with the arctic sun performance. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.